Event description:
Complainant alleged that during a routine shift check by a clinician the device's defib output was incorrect and displayed an "error 53" message. Complainant indicated that there was no pt involvement in the reported malfunction.

Event description:
Complainant alleged that during a routine shift check by a clinician the device's defib output was incorrect and displayed an "error 53" message. Complainant indicated that there was no pt involvement in the reported malfunction.